Manufacturer narrative:
Investigation conclusion: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined

Event description:
Customer reported to cue health inc. Tech support representative that a test result was positive, and then tested again to be sure and it returned negative. Customer provided reader sn(B)(4). Tech support reviewed data from back end. On (B)(6) 2021 cartridge sn(B)(4) was positive with lot 20037k.